Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pieces left inside vagina [foreign body in reproductive tract]. Tampons shredded [device breakage]. Consumer reported via email that the tampons shredded and left pieces inside her vagina. No serious injury was reported.